Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. Following left atrial mapping, pfa was initiated for pulmonary vein isolation. After confirming proper positioning in the left inferior pulmonary vein, two applications were delivered in the basket configuration. The patient experienced a brief coughing episode, prompting additional anesthesia. The procedure was delayed due to realigning patient and remapping from the movement. Pfa was then resumed, successfully achieving pulmonary vein isolation and posterior wall isolation. The procedure concluded without complications. The device will not be returned as it was disposed of after use.